Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (medical device ¿ problem code, investigation findings and investigation conclusions) and h11.

Event description:
It was reported by customer during routine check that cs300 intra-aortic balloon pump (iabp) machine is displaying an error message "maintenance required code #7". No patient involvement and no one was harmed onsite.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and cleaned properly the power supply fan and filter, in functional test all test passed handed over in working condition. All functional and safety checks performed to meet factory specifications.